Event description:
Found during daily test. According to the reporter, the device alarms "connect cable" while connected to a test load. There was no patient associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and observed that it alarmed "connect cable" when it was connected with a therapy cable to a patient simulator. Physio replaced the therapy cable and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced therapy cable, but could not replicate the failure to determine root cause.